Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the control panel processor pcb. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600 system would not boot up on set-up. Another system was used for the case. There was no report of pt injury.